Event description:
It was reported that recently, a high, out-of-range shock impedance measurement (145 ohms) was observed from this right ventricular (rv) lead. Commanded shock testing was performed which still revealed high, out-of-range shock impedance measurements (>125 ohms). Boston scientific technical services was contacted and recommended close remote monitoring. If the shock impedance continues to rise, a rv lead revision procedure was recommended. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.